Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high and variable capture threshold observed on the right ventricular lead. On (B)(6) 2020, the patient presented to the hospital and the lead was explanted and replaced. There was no information on the patient¿s condition available.

Event description:
On (B)(6) 2020, the patient presented to the hospital and the lead was capped and replaced.

Manufacturer narrative:
Correction b5: the event should state that the lead was capped instead of explanted.correction d6b: the explant date should be blank since the lead was not explanted.